Event description:
Sales rep reported, "lead extraction performed using standard techniques. During the procedure, a drop in blood pressure was noted. Cv surgeon was called in to assess and a thoracotomy was performed facilitating a repair of the svc. Lead extraction was continued post thoracotomy and was 100% successful. No device malfunction was noted." Cv surgeon was called in to assess and thoracotomy was performed. Lead extraction was continued post thoracotomy and was 100% successful.

Manufacturer narrative:
(B)(4).